Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient had been hospitalized while waiting for a replacement and using the recalled device. The patient was having a copd exacerbation every 3-6 months while using the recalled device. The patient was hospitalized in 2022 due to copd exacerbation. Her oxygen saturation was in the 60's while on her device, even with 02 bled in. The second time she had to be hospitalized, she developed pneumonia. Device malfunction has been alleged but no specific information has been provided concerning a specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.